Manufacturer narrative:
(B)(6). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: not confirmed: bd was not able to confirm/ reproduce the incident in question. Samples/ photos analysis: it was not received sample from customer to analysis. DHR review: the batch number was not informed, not being possible performing the DHR review. Please be advised that the current controls for detecting the defect are performed by visual inspection each 2 hour in 40 pieces qn/ maintenance review: there are no quality notification (qn) and maintenance records that could lead to this issue. It was not performed the DHR, maintenance record analysis and quality notification analysis, because batch number was not informed. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. The manufacturing process are validated with defined acceptance criteria. From these information¿s it is not possible confirm the complaint. The defect identified by this complaint will be monitored to tendency analysis. Root cause description: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. No samples / photos were sent by the customer not being possible performing an investigation and determine the root cause for the defect. Rationale: based on the severity and occurrence a CAPA is not required.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ syringe had some kind of foreign matter (white smudge) inside of the barrel. Found before use. No reports of serious injury or medical intervention noted.